Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during insulin basal delivery. Customer does not use the sensor feature and is able to rewind the insulin pump. Customer does not recall any significant events leading to the alarm. Blood glucose value is 7.8 mmo/l. Nothing further reported.